Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 6 months after three dental implants were installed in intraoral regions #9, #5 and #28, it was verified their non- osseointegration. 45 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii.